Event description:
The explanting facility stated they do not return product without a subpoena. The product is not expected to be received for analysis.

Event description:
The patient was referred for generator replacement due to end of service. Clinic notes dated (B)(6) 2015 note that the patient had a generalized tonic clonic seizures this weekend for the first time in several years. It was noted that the seizures are unpredictable and there is no pattern. There has been an increase in his small staring spells. It was noted that the ifi indicator was yes and that the battery was less than 10%. The notes indicate that the patient's seizures have increased to five per day associated with falling and he had a generalized tonic clonic seizures for the first time in 4 years. It was noted that with the increase in seizures over the past month there is strong concerns that the battery is failing. The patient was referred for generator replacement. The patient underwent generator replacement surgery. The explanted generator has not been received for analysis to date.